Event description:
The complaint was flagged for a potential leak between the positive and common. In order test for this failure, the pump was tested under a final acceptance test in an attempt to replicate the failure. The pump was able to pass the final acceptance test a total of 4 times with no signs of fault or errors. After completing the last of the finale acceptance testing, a flow test was performed to test the pumps functionality. After a 2 hour run, the pump showed no signs of any faults and did not present any error messages.the pump was opened for an inspection of the internal components, but nothing was found to be out of compliance.

Event description:
Customer reports the following: "biomed reported - this pump has two pump problem alarms on (B)(6). No patient harm. Pins were cleaned. Pump appears to be running as it should." Logs to be checked. Preliminary review indicates that there was a positive to common leak that delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.